Event description:
(2/4 reference (B)(4) for related complaints) (documenting second cassette) per complaint form: outbound. Patient stated two prefilled remodulin cassettes number 1 and 2 caused both cadd legacy pumps to alarm no disposable and unable to be used. Husband stated cassette was mixed from home supply and remodulin was infusing. No lot number of prefilled cassettes. No further details provided. No injury.